Manufacturer narrative:
Pump received with detached end cap, minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was dropped and it is not working. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that there are wires coming out of the device. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.